Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, patient died at the hospital. It was confirmed that the pacemaker was pacing (the spikes were visible on the ECG scope) and the physician confirmed that death was not related to the subject pacemaker. The device will be returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, patient died at the hospital. It was confirmed that the pacemaker was pacing (the spikes were visible on the ECG scope) and the physician confirmed that death was not related to the subject pacemaker. The device will be returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.